Event description:
The patient still had concerns regarding her device/therapy. She has an appointment scheduled with her doctor for (B)(6) 2012.

Event description:
The patient experienced not having therapeutic effect during the night. Her stimulation was intermittent. It was possible the patient was turning off her stimulation no knowingly. Approximately a month later it was reported that she had not had therapeutic effect for a while, there was no stimulation sensation. It was determined that the stimulation was off. She was able to turn it back on. Her device was on program 1 at approximately 1.5 v and was comfortably feeling stimulation. She was going to try this setting to see if symptoms improve. It was noted that she felt stimulation in her thighs on program 2 and 3. She felt stimulation near labia on program 1. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. It worked at first and then stopped helping. It was also like all the medications worked at first and then stopped working. The patient had not been using their therapy and was not sure if the implantable neurostimulator (ins) was on or off. The patient used the patient programmer and at first nothing came up on the screen. The patient replaced the programmer batteries and was able to power on the programmer. The patient used their patient programmer to connect and confirmed the ins was off, set on program 3 at 3.0v. The patient was having an MRI next week and needed their ins off. The patient was having memory problems that were not related and needed an MRI of their brain. The patient did not want to turn therapy back on.

Manufacturer narrative:
Lead model 3889-28, lot# v868868, implanted: 2012-(B)(6), programmer model 3037, serial# (B)(4). (B)(4).